Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2023, it was reported that the patient's infusion set's tubing came apart from the tubing connector while the patient was sleeping. The site location was patient's abdomen, and the pump was on the same site. Moreover, the infusion had been used for few hours. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. They was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.